Manufacturer narrative:
Device booted up properly but produced an drive count or time values or changes incorrect for moving or coasting error during rewind and then a flashing open book image appeared with alarm after clearing the former error. Rewind anomaly and critical pump error confirmed during testing. Pump failures due moisture damage occurring on the electronic stack. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had rewind anomaly. The customer reported that displacement test was performed and the insulin pump did not rewind. The customer's blood glucose level was 9.6 mmol/l. The device will be returned for the analysis.